Manufacturer narrative:
(B)(4).

Event description:
The patient's wife called to troubleshoot errors on the patient's coaguchek xs meter. While troubleshooting, the patient's wife set up an accu-chek softclix lancet device and stated that the lancet was seated properly within the device. After priming the device, the lancet was protruding past the end cap of the device. The lancet accidentally stuck the patient. The patient did not require medical treatment. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The customer's product was not returned for investigation, so no further investigation was possible. No abnormal complaint trends were identified with the affected product lot number.